Event description:
It was reported when using the pyxis medstation es system had drawer not functioned properly. The customer mentioned that the drawer was very hard to operate. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the rails in drawer. A field service engineer replaced both rails in drawer in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.